Event description:
The peg came apart during traction removal from the patient. The md reported that the tube had been in place for three months. The patient underwent an endoscopic procedure to retrieve the internal retention dome from the stomach. Before placing the tube, the md modified the internal retention bolster by trimming it into the shape of an x.